Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: (B)(4) it was reported that the patient experienced ineffective therapy due to high impedances in the c7 and l5 lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the c7 lead and l5 lead were explanted and replaced to address the issue. Effective therapy was established post-operatively..